Event description:
The customer complained of errors and alarms occurring between (B)(6) 2019 on the cobas 8000 ise module. The customer also questioned patient samples tested for ise indirect na, k, ci for gen.2. Based on the data provided for 2 patient samples, the cl results for 1 patient are a reportable malfunction. The initial cl result was 125.60 mmol/l. This result was reported outside of the laboratory. The repeat result was 105 mmol/l. No adverse event occurred. The cl electrode lot number and expiration date were not provided. Based on the type of sample tubes the customer is using, the spin time may be too slow and the tube may not have been inverted enough. The field service engineer (fse) visited the customer site and found an issue with the ise sample line rack guidance tolerance. The fse adjusted the sample line rack guide tolerance. The sample probe was binding in the upper position causing the potential for short sampling/erroneous results. The ise sample probe was replaced and adjusted. Mechanical checks and a 20 cup precision test were successful. Calibration and qc were acceptable. The fse ran several stat racks with patient samples to verify instrument operation. No further alarms occurred. The investigation determined the misadjusted roller guide issue identified by the fse was the root cause of the event.